Manufacturer narrative:
(B)(4). Article citation: nikolaos s tsiklis; acta ophthalmologica 2011 (2011: 89: 54-57) abstract & results. (B)(4) corneal melting, add'l intervention-sutures required. No info at the time. Equipment has not been identified. Investigation is being conducted to identify the equipment.

Event description:
On (B)(6) 2011, copy of acta ophthalmologica 2011: 89: 54-57 was received and surgeon reported complications of intrastromal corneal ring segment implantation using a femtosecond laser for channel creation. A total of 49 cases out of 850 eyes (531 patients). No pt identifiers available. The reported complications (cases) are: 22 incomplete flap creation-all channels were completed using mechanical separator. Five galvo lag error-all cases the error occurred 2 seconds before the completion of the incision. Two pts, procedure restarted and error occurred again at same time and 30-degree knife used to complete the incision. Three pts, no info reported. Five endothelial perforation- two pts, ring was displaced initially, moving to anterior chamber. Three pts, endothelial perforation was recognized during 2 incorrect entry of the channel occurred while using the 150um ring and a mechanical separator was used to create a second channel. One vacuum loss (suction loss) - vacuum created again and channel created successfully. Eleven segment migration - 7 pts, segments migrated in the channel; suture placed at the incision and removed 2 months later. Four pts, superficial movement of the segments and all segments removed before corneal melting. Two corneal melting-noticed above segments because of the superficial placement of the rings; segment explantation done with no further incidences. One mild infection-patient experience corneal abscess at the incision site. Treated with intense antibiotics.